Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a low out of range pacing impedance measurement and noise. A revision procedure was scheduled. During the procedure, the lead was observed under fluoroscopy, and it appeared to have been crushed in the subclavian area. This lead was surgically abandoned, and a new lead was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.